Event description:
Patient developed an infection a short while after implantation. Infection resolved with antibiotics.

Manufacturer narrative:
Results of investigation: it was reported that a patient developed an infection a short period after the implantation of a rt modular revision knee. According to the complainant, the infection could be resolved with antibiotics. A product evaluation could not be conducted since the complained devices still remain with the patient. Upon medical investigation, all documents and/or images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. A review of the batch record revealed no deviations that could have contributed to the reported failure mode. All devices were sterilized according to procedure and within specification. A review of the complaint history revealed no other complaints for the batches in scope. Based on available information the root cause for the infection cannot clearly be identified and stays undetermined. The need for corrective action is not indicated. Nevertheless, smith and nephew will continue to monitor the devices for similar issues.